Manufacturer narrative:
The reported damaged device was not returned to conmed for evaluation, however, photographs of the device provided by (B)(6) were received and evaluated. The extended insulation of the electrode appeared black and charred. The insulation appears as if it combusted or was in proximity to material that combusted. (B)(6) performed functional testing and stated the following. "The blades were tested on our bovie generator using a 3m split grounding pad model number 9165 using a raw chicken breast. The blade was attached and reattached to cautery pencils receptacle at varied position without any issues or loss of contact. I varied the settings and cycle modes between multiple settings for watts and for different durations of time from 1-3 minutes alternating between modes. At no point did the blade melt like in the photograph." A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. A historical review was completed and revealed 8 similar complaints for this device family in the past two years. In that same timeframe, (B)(4) units have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4) percent. A clinical data report (cdr) states the undesirable side effects, under normal conditions of use, are acceptable when weighed against the benefits to the patients. The instructions for use advise the user to never use these devices in the presence of flammable gases, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide (n2o) or in oxygen-enriched environments. This incident type will continue to be monitored through the complaint system to assure patient safety.

Event description:
A customer reported to (B)(6), their distributor for item 139105ext ultraclean elextrode, that the bovie tip caused a flash fire during use. No patient injury was reported. Additional information regarding the patient and event are unknown. This report is raised on the basis of a reported device malfunction with potential for patient injury with recurrence.